Event description:
The customer reported that she had issues with the insulin pump. The drive support cap was slightly recessed. Insulin started to squirt out and the piston did not move at all. The insulin pump was exposed to moisture because the reservoir leaked. In the alarm history low reservoir alarms were found. Customer's blood glucose level was not reported. The self-test passed. She was not feeling safe with the insulin pump and wanted a new one. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.